Event description:
It was reported that this right ventricular (rv) lead was capped due to lead exhibited high pacing thresholds. This lead was out of service and replaced. No additional adverse patient effects were reported.